Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by the patient feeling "very ill". On an unreported date, the patient was hospitalized for the events. The patient has been in hospital for two to three weeks. The treatment and outcome for the events was not reported. Action taken with pd therapy was not reported; however, it was reported that the patient would return to the clinic to performed hemodialysis in the near future. No additional information is available.